Event description:
Pt in hosp for s/p mitral valve repair. Rn changing maintenance ivf tubing, took out old, replaced new. Pump alarmed "instrument malfunction." Pt did not receive fluid needed to chase inotropes. Pump changed immediately, bp normalized.